Event description:
The following description of the event was reported to viasys by the foreign distributor via an e-mail. "Today we received a call from our client in reference telling us that the equipment above mentioned had a software problem and stopped working. All these happened while a patient was connected to this equipment. Our client staff had to give medical assistance to this patient and connect him to a different ventilator. We need a prompt answer to this consult since the medical staff to the client in reference do not want to use this equipment anymore as they are afraid of having to deal with the same problem again."

Manufacturer narrative:
A letter was sent via e-mail to the distributor in another country requesting additional information concerning the reported event and the condition of the patient. As of the date of this report, there has been no additional information received.